Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 12-jul-2019. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('monthly pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 620751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("aggravation and multiplication of symptoms, chronic fatigue preventing return to work") and sleep disorder ("sleep disorder"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), disturbance in attention ("difficulties concentrating"), aphasia ("inability to find my words, finish my sentences, aphasia"), dizziness ("sensation of blackout"), migraine ("monthly migraines of 3 days duration") and tendonitis ("recurrent tendinitis"). In 2016, the patient experienced back pain ("lumbar pain"), photophobia ("ocular hypersensitivity") and sciatica ("sciatica accompanied with migraines"). On an unknown date, the patient experienced stress ("aggravation and multiplication of symptoms, stress"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, memory impairment, disturbance in attention, aphasia, dizziness, migraine, tendonitis, photophobia and sciatica outcome was unknown and the stress, fatigue and sleep disorder had not resolved. The reporter provided no causality assessment for aphasia, back pain, disturbance in attention, dizziness, fatigue, memory impairment, migraine, pelvic pain, photophobia, sciatica, sleep disorder, stress and tendonitis with essure (ess205). Lot number:620751 manufacture date: 2006-09 expiration date: 2008-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('monthly pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("aggravation and multiplication of symptoms, chronic fatigue preventing return to work") and sleep disorder ("sleep disorder"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), disturbance in attention ("difficulties concentrating"), aphasia ("inability to find my words, finish my sentences, aphasia"), dizziness ("sensation of blackout"), migraine ("monthly migraines of 3 days duration") and tendonitis ("recurrent tendinitis"). In 2016, the patient experienced back pain ("lumbar pain"), photophobia ("ocular hypersensitivity") and sciatica ("sciatica accompanied with migraines"). On an unknown date, the patient experienced stress ("aggravation and multiplication of symptoms, stress"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, memory impairment, disturbance in attention, aphasia, dizziness, migraine, tendonitis, photophobia and sciatica outcome was unknown and the stress, fatigue and sleep disorder had not resolved. The reporter provided no causality assessment for aphasia, back pain, disturbance in attention, dizziness, fatigue, memory impairment, migraine, pelvic pain, photophobia, sciatica, sleep disorder, stress and tendonitis with essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.